Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date the patient experienced erratic blood glucose (bg) between 240-300 mg/dl and 29 mg/dl with unsteadiness when standing and walking and ¿feeling hot¿. The patient reportedly required assistance of third party for the low bg. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. During troubleshooting it was determined that a change in physical activity level without adjustment to insulin regimen and overriding the dosage recommended by the pump were both factors in the alleged bg excursion. The patient was referred to their healthcare provider for diabetes management. The alleged elevated bg does not meet criteria for an adverse event. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.